Manufacturer narrative:
(B)(4). This complaint was not confirmed. The root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. Sample was not returned; therefore, no evaluation could be performed. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) reported to baxter that during use a system error 2240 alarm occured during initial drain. The patient was connected to the machine. The technical service representative (tsr) explained the message to hp and had her start over using new supplies. There was patient involvement, but no injury or medical intervention was reported.